Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was showing a failed icon. A field service engineer used the remote manager to open, that showed up with a failure in the recovery screen. Then performed synchronization to recover the storage space to resolve this issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system fridge was failed to recovered. The customer stated that this malfunction occurred while trying to issue medication to the patient and caused a delay. There were no adverse events or injuries reported based on this event.